Event description:
It was reported that there was high impedances greater than 10000 ohms on electrodes 8 and 9. Reprogramming occurred. The patient was experiencing headaches. His left side was not working as well in the previous couple weeks. Contacts 8 and 9 were used on the left side of his neck. Both leads were reprogrammed to the middle 4 contacts and high-density programming was applied at a pulse width of 660 milliseconds and a rate of 80 hertz and amplitudes below 1 volt on both. The patient was going to try that for 24 hours and call the manufacturer representative on (B)(6) 2015 if he didn't receive good/better relief. The patient was also noted to experience pain at the back of the head in the occipital region. Follow-up determined that it was unknown if there were any lead fractures. The patient was doing better and was receiving effective therapy following the reprogramming. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).